Event description:
The customer reported the unit powered down and would not power back on. There was no adverse event, and information has been requested as to whether the unit was in clinical use at the time of the reported failure.

Manufacturer narrative:
B4: (B)(6) 2021. It is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury were reported. The v60 service and user manuals indicate that the battery should be replaced every 5 years as per preventive maintenance procedures. Based on the information provided, it can be concluded that the reported problem occurred due to user error as the battery is past its life expectancy

Manufacturer narrative:
B4:19ul2021. The device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the customer stated a charged battery and was able to power unit on. The customer stated battery failed error code was in the event log and the manufacture date of the battery is 2010-01-11.the rse informed the customer the battery needs to be replaced every 5 years per service manual. Per the rse the customer stated they where going to replace the battery however no further response has been received. Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer. It is unknown if any parts or repair has been conducted.